Manufacturer narrative:
.

Event description:
A report was received that the patient had a possible infection at the lead site with symptom of redness at the site. The patient was seen in the emergency room (ER) and was prescribed antibiotics. It was believed that it was not related to the device.

Manufacturer narrative:
Additional information was received that there was no infection. The wound was just not closing, and was treated with antibiotics. The wound was healed and the patient was reportedly doing well.

Event description:
A report was received that the patient had a possible infection at the lead site with symptom of redness at the site. The patient was seen in the emergency room (ER) and was prescribed antibiotics. It was believed that it was not related to the device.